Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
On (B)(6) 2016 PICC line placed - noticed leaking 2-3cm from the hub on (B)(6) 2016 on the white lumen. Nurse stated that the patient experienced some swelling in the arm where the PICC leaked and also mentioned that the patient had thrombosis (prior to incident). Not certain if the swelling was from the fluid leaking into the patient or a result of the thrombosis.

Manufacturer narrative:
Received one 2.6 f PICC for evaluation. A visual inspection revealed a ballooned area between the 1cm and 2 cm mark. A functional evaluation revealed the catheter to leak in the ballooned area. The device was forwarded to the engineering department for further evaluation. No definitive cause could be found.